Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: the display was dim and pink. The battery compartment was cracked above and below the grip pad, a plastic piece was missing. The battery cap threads were stripped, the battery cap was unable to be tightened to the test pump, a test cap was used for all steps. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked, the battery cap threads were stripped, and the display was dim. This report is made based on results of investigation completed on (B)(6) 2017.